Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation revealed back-up operation. A calibra- tion did not complete. The same behavior occurred with another programmer. A download was performed but at verification, a failed message appeared on screen.